Manufacturer narrative:
(B)(4). Field experience of high right ventricular pacing lead impedance was verified in the laboratory. The cause was believed to be associated an anomalous transistor.

Event description:
It was reported that high, out of range, pacing lead impedance was noted during implant. Another device was implanted. No adverse consequences for the patient were reported.